Event description:
The customer reported an access 2 immunoassay system generated non-reproducible troponin I (accutni+3) results. The customer provided patient result reports for four patient samples. The results showed that the instrument generated elevated accutni+3 results that were outside the reference range for all four patient samples; all patient samples generated lower and within reference range accutni+3 results on an alternate access 2 immunassay system in the laboratory. The elevated accutni+3 results were not reported from the laboratory. The customer is not aware of change to or impact to patient treatment. The customer performed a passing system check and requested service. The patient samples were collected in lithium heparin gel tubes and centrifuged at 3500 rpm for 10 minutes. The customer did not note any issues with sample integrity. The instrument had been calibrated with accutni+3 calibrator lot 332160 on (B)(4) 2014.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a preventative maintenance procedure, which was due. The fse noted evidence of wash buffer leakage on the drip tray beneath the fluidics assembly, which spilled over into the analytical module. The incubator track and carousel were cleaned. The fse also noted the lower piston locknut on the wash pump was loose. This would introduce air bubbles into samples, cause the wash buffer to leak, and could splash reaction vessels leading to false high results. After the locknut was tightened, the instrument failed the high sensitivity system check. The fse returned to the site the next day and the instrument's event log showed wash valve motion errors and wash pump motion errors; the fse replaced the peri-pump tubing, belt on the wash pump, wash valve rotor and stator assembly. The instrument passed a high-sensitivity system check.